Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch reports.

Event description:
This is filed to report the leak in the steerable guide catheter. It was reported that during preparation of two steerable guide catheters (sgc), despite performing all steps per instructions for use, the valve on the back of the catheters lost fluid column during dilator insertion. Stopcocks were checked and other troubleshooting was performed; however unsuccessful. The devices were not used in the anatomy and were replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.